Manufacturer narrative:
This event occurred in (B)(6). Service replaced 2 sample probes and maintenance was performed on the syringes. A small piece of metal from a probe was found in the washing station; this area was cleaned. Afterwards, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose on a cobas integra 400 plus. No specific results were provided, however, the customer stated the glucose results were discrepant. No questionable results were reported outside of the laboratory. The glucose reagent lot number and expiration date were not provided.